Event description:
Evolve ii clinical trial. It was reported that stent damage occurred. In (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed two target lesions. The first target lesion was a 70% stenosed lesion that was located in the distal left anterior descending artery with a reference vessel diameter of 2.25mm and a lesion length of 8mm. The first lesion was treated with predilatation and placement of a 2.25 x 12mm study stent resulting to 0% residual stenosis. The second target lesion was a 90% stenosed lesion that was located in the mid left anterior descending artery with a reference vessel diameter of 2.25mm and a lesion length of 14mm. The second target lesion was treated with predilatation and placement of a 2.25 x 20mm study stent resulting to 0% residual stenosis. Within the same day, baseline corelab angiography was performed which revealed proximal stent deformation of the implanted stent due to bifurcation stenting but not due to longitudinal deformation. One day post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient experienced periprocedural myocardial infarction and in (B)(6) 2013, the patient had worsening of stable angina pectoris, was hospitalized and was then referred for cardiac catheterization with its isosorbide mononitrate dose increased to 60mg in view treatment of the angina.